Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). The patient had previously been treated with oral and intravenous antibiotics for over 10 weeks (exact dates not reported) prior to the explantation.